Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the ceramic tip came of the antenna broke while removing the device from the patient. The surgeon was unable to retrieve the tip of the antenna. The piece remains in the patient.

Manufacturer narrative:
Evaluation summary: one device sample was received for evaluation. This device had been used in the treatment or diagnosis of a patient. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of the reported incident. The returned product did not meet specification as received. Visual inspection found the ceramic tip is missing from the device. The tip was not returned. The reported condition was confirmed. Investigation showed that insufficient adhesive was applied during the manufacturing process. Corrective actions have been implemented to mitigate this issue. The device history record (DHR) was reviewed and no entries potentially pertinent to the customer's report were noted. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the ceramic tip came off when they pulled out the antenna after the procedure. The procedure was able to complete with the defective device. There was no injury caused to the patient. New information 07-ffeb-2018 - the antenna broke while in the patient and the surgeon was unable to retrieve the piece of the antenna. The piece remains in the patient.